Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for unexplained high blood glucose of over 600mg/dl. Troubleshooting found the drive support cap was normal. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer was unable to complete all of the high blood glucose troubleshooting.